Manufacturer narrative:
A device evaluation and/or device history review is anticipated but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported while using bd nexiva¿ closed IV catheter system - dual port 20 ga 1.00 in the connector came off. There was no report of patient impact. The following information was provided by the initial reporter: complaint: it was reported by the customer that the nurse while administrating the IV. They saline with the lure lock , but when flushing out the IV the opposite lure lock popped right off. Patient impact: none since the blood belong to the patient.

Manufacturer narrative:
The following fields were updated due to additional information: d10: device available for eval yes, d10: returned to manufacturer on: 08-may-2023. H6: investigation summary: bd received six sealed (B)(4) gauge nexiva units from lot 2353943 for evaluation. A review of the device history record was performed for the reported lot and no quality issues were found during production. Our quality engineer visually inspected the returned units and observed no physical damage or deformities. Next, each unit was tested by flushing all available female luer ports using a luer lok syringe and no disconnection or leakage was observed. There appeared to be no issues with the devices ability to make successful connections. Therefore, based off the visual inspection and testing the engineer was able to verify the reported defect. Since no defects were found during inspection a definitive root cause could not be determined. H3 other text : see h10.

Event description:
It was reported while using bd nexiva¿ closed IV catheter system - dual port 20 ga 1.00 in the connector came off. There was no report of patient impact. The following information was provided by the initial reporter: complaint: it was reported by the customer that the nurse while administrating the IV. They saline with the lure lock , but when flushing out the IV the opposite lure lock popped right off. Patient impact: none since the blood belong to the patient.